Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 7 colony forming units (cfus) of pseudomonas aeruginosa. The scope was tested a second time and 7 cfus microorganisms were cultured. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation, results of third-party testing, the device evaluation and the final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) process was not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: dec 06, 2024. Sampling from: all channels. Colony forming units (cfu): 1cfu. Bacterial identification: n/a. The device was evaluated where an additional potential adverse event was confirmed where dirt problem was identified at channel mount, mouth guard piece for endoscopy and at the connector. Based on the results of the investigation, growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use before repair, the results conformed to the regulation's recommendation. Based on results of investigation, in general, damages or defects (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. However, the root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.